Event description:
It was reported that a water vapor energy therapy was completed with minor bleeding confirmed, but the patient remained stable post-procedure. At the three-month follow-up, the patient experienced lower urinary tract symptoms and was treated for frequent urination. No further patient complications were reported.